Event description:
A customer observed negatively biased phyt qc results on the 5, 1 fs analyzer. Patient results were not affected. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the analyzer posted condition codes indicating variable wash fluid delivery. On-site service completed necessary repairs to return the analyzer to expected operation. Post service calibration and qc results were within acceptable limits. The root cause of the event was instrument-related.